Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(4) 2020 with blood glucose of 600 mg/dl. The customer was treated with intravenous insulin drip and injection. Customer was in the emergency room. Customer refused to troubleshoot for high blood glucose. Customer was not using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.